Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was 2 cm in length and it was severely angulated. It was reported that as the bifurcated stent graft was deployed, it landed lower than intended due to the severe angulation of the aortic neck which made it difficult to visualize the level of the renal arteries. The stent graft moved downwards after it was deployed; therefore, 3 aneurx aortic cuffs were required to be implanted proximal to the bifurcated device in order to connect it to the aortic neck. However, there was what appeared to be a type 3 endoleak between 2 separated components and no type 1 endoleak was present. The physician elected to not further intervene and decided to closely monitor the patient. If the endoleak persists an additional aneurx aortic cuff will be added. No additional clinical sequelae were reported and the patient is fine.